Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from india of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. On (B)(6) 2011, remedial treatment was started with fortum injection (250gm in each bag, ip for 14 days) and vancomycin injection (2g in each bag, ip the 1st and 7th day). The event of peritonitis was resolving. Dianeal therapy was ongoing, as was remedial treatment with fortum and vancomycin. Concomitant medications were not reported. The reporter believed that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.